Event description:
Related manufacturer reference number: 2017865-2022-02663. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead and pacemaker had revealed over-sensing of noise. During the removal procedure the ra lead helix was unable to be extended. The ra lead was explanted, and the pacemaker was explanted and replaced on (B)(6) 2022. The patient was recovering and no additional patient symptoms or adverse consequences were reported.

Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead and pacemaker had revealed over-sensing of noise. During the removal procedure the ra lead helix was unable to be extended. The ra lead was explanted, and the pacemaker was explanted and replaced on (B)(6) 2022. The patient was recovering and no additional patient symptoms or adverse consequences were reported.